Event description:
On (B)(6) 2012, the patient contacted animas, alleging a power (power issue) issue on (B)(6) 2012. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 02/05/2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box shows "replace battery" alarms and "low battery" warning occurred on the reported event date. There was no damage found to the battery compartment. The battery cap was not returned with the pump for investigation. A test battery cap was used to complete investigation. The pump was exercised for 24 hours with no power issues occurring. There was visible corrosion found inside the battery compartment, and a battery compartment leak was observed during testing. The pump cover was removed and there was evidence of internal moisture. The complaint could not be duplicated during investigation.